Event description:
The customer reported that the sys would not boot up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cmos battery, cpu and hard drive were evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.